Event description:
Grounding pads on anterior and posterior thighs bilaterally (length approx. 12 inches x 6 inches) - left posterior thigh with 1st degree burns, left lateral thigh with 1 inch area of 2nd degree burns, medial aspect with 2" area of 2nd degree burn, rest of anterior thigh with 1st degree burn. Right thigh anteriorly with 5 inch area of 2nd degree burn close to medial aspect of thigh, 1st degree burn to rest of anterior thigh where grounding pad was placed. Procedure was ablation- approx. 76 minutes- grounding pads were originally placed on anterior thighs bilaterally, patient in prone position. Pads were moved during case to posterior aspect of thighs.